Event description:
I elected to have essure implanted as a method of permanent birth control. I was advised that it may not work due to perforation or potential movement of the device before scar tissue formed. I went for my hsg at 3 months and a leak was identified. I returned at approximately 5 months to find that it was still not working properly. There is no apparent issue with placement or perforation - it simply will not heal and fully close the fallopian tube. The essure manufacturer claims this has never happened, yet has no desire to investigate further. I now have to have another procedure done to finalize birth control after almost a year of no response or answer.